Event description:
It was reported that one day post av-node ablation, the patient had a momentary loss of consciousness. It was also reported that the right ventricular [rv] was not capturing; fluoroscopy revealed that the rv lead had pulled back slightly. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.